Event description:
It was reported that pump experienced malfunction while customer used pump in radiant room during treatment, displaying malfunction code and non-resettable fault. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support arranged replacement pump under warranty, confirmed shipping address, provided instructions for storage mode and return of problematic pump within specified time frame, and advised customer to reprogram pump settings and reconnect continuous glucose monitor on replacement device.